Event description:
It was reported that a patient had loss of therapeutic effect. It was reported that two weeks ago a patient was hit with a shopping cart and since then the patient¿s pain increased ¿significantly¿ and symptoms were ¿worse¿. It was stated that the patient was in so much pain she was planning to go to the ER. It was reported that the patient saw her healthcare provider (hcp) last week and saw a manufacturer¿s representative last friday to have her settings adjusted. It was stated that now her settings were ¿so high that she cannot walk¿ and when she decreased the settings ¿they don¿t help at all¿. It was stated that during programming the representative ¿changed to a different lead¿.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead.